Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The device was visually inspected, functionally tested, and an alarm log review was performed. The alarm log review found no evidence of anything representative of the reported condition. Visual inspection was performed and nothing unusual was noted. Functional testing was performed and it was discovered that the keypad was defective. The cause of the defective keypad was undetermined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.